Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range pacing lead impedance and high, out of range capture threshold were observed. A programming change was made and further testing on the lead was recommended.